Manufacturer narrative:
Both the lv lead and crt-d were successfully implanted and remain in service. No additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implantation of a left ventricular (lv) lead, it was discovered that the pacing impedance measurements were above 2,000 ohms after it was connected to this cardiac resynchronization therapy defibrillator (crt-d). The lead was disconnected from the device and then reconnected, making sure that the terminal pin was visible through the connector block. However, the impedance measurement was still out of range. The lv lead was again disconnected from the device and tested on the pacing system analyzer (psa), which revealed normal impedance measurements. The lv port of the crt-d was flushed with saline and the lv lead was again reconnected. The pacing impedance measurement was then within normal range. No adverse patient effects were reported.